Manufacturer narrative:
MDR 8021545-2026-14371 / initial 1 of 3. Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca. Post office or zip code: 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced issues with infusion set tape came off within 2 days of use on (B)(6) 2026.